Event description:
Air was detected in the open heart bypass disposal tubing. Tubing was changed; no more air was changed. Patient went on bypass after changing tubing out. No problem with bypass pump; only with disposable tubing. Dates of use: 2008. Diagnosis or reason for use: for bypass surgery. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.